Event description:
It was reported that the patient was having pain at the incision site with redness postoperatively (MFR. Report number:3006630150-2023-03735). The patient went to the emergency room and had antibiotics and medication changed. The physician believed that irritation was due to the glue used to close the incision. The patient was doing well.